Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had contacted lifescan and reported that his one touch ultra meter's display was frozen. Medical affairs specialist had attempted to call the patient to obtain further information, but was unable to leave a message on the answering system. A letter will be sent since the patient could not be contacted. The patient reported that his meter's display was frozen and he was not able to turn off the meter. During troubleshooting, he was asked to reset the battery in the meter, but after that, the meter turned off during use. Therefore, the issue was not resolved with troubleshooting. He had also reported that he was taken to the hospital and was placed on an IV, but there is no further information regarding the hospital visit. Based on the information provided, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the issue was not resolved. The patient was not sent any replacement products.